Manufacturer narrative:
The device was returned to olympus and the additional findings were as follows: the angulation was low, the control knob movement had play, the plastic distal end cover had dents, the objective lens had a tiny chip, the light guide lens had a small crack, the bending section cover glue had a crack and an air/water flow issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had no suction. The issue was found during preparation for use. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The event occurred at the end of the esophagogastroduodenoscopy, that was completed without delay using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the nozzle, but it was not possible to identify the foreign matter. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where the following deviation from instructions for use (IFU) was confirmed: the customer did not presoak the endoscope in the detergent solution. Olympus will continue to monitor field performance for this device.